Event description:
It was reported that during a low anterior resection procedure, when they pulled the device and was ready to use it the firing handle was locked. Before it was even used in the case the scrub tech was ensuring it was working properly before she loaded it. Once she noticed the handle was locked, she tried to use the reverse button, rotate the battery but nothing seems to allow her to close the jaw aperture of the stapler. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged pawl. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.